Event description:
It was reported that the ventilator alarmed for high o2 concentration. There was no patient harm. Manufacturer's ref.#: (B)(4).

Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The entire ventilator was returned for investigation. It was reported that the ventilator alarmed for high o2 concentration. The investigation revealed that the pneumatic back-plane (pcb) was found defective and replaced. After replacement, the ventilator passed all functional and safety tests per factory specifications. The ventilator returned to customer and cleared for clinical use. The device logs was pulled from the returned ventilator and evaluated. The logs confirmed tithe reported high o2 concentration in (B)(6) 2022. The root cause for the defective pcb could not be determined.